Manufacturer narrative:
The t:slim x2 user guide states "change your infusion set every 48 to 72 hours as recommended by your healthcare provider." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unable to charge using the usb cable and wall adapter, which led to a pump shutdown. The customer's blood glucose (bg) level was reportedly "nearly 2000" mg/dl which caused the customer to experience diabetic ketoacidosis and be admitted to the hospital on (B)(6) 2018. The elevated bg was treated by manual insulin injections. The customer indicated that the cause of the hospitalization was due to the pump shutdown caused by the charging issue, and also indicated that the supplies (cartridge, infusion set, and insulin) were in use for over one week at the time of the hospitalization. Reportedly, the customer was able to charge the pump successfully by using an alternate usb cable and wall adapter. The customer was released from the hospital on (B)(6) 2018 with the issue resolved.